Event description:
It was reported that patient lost 20 lbs and the ipg is now closer to the surface, causing pain at the site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned deeper.

Event description:
Additional information revealed that the ipg was explanted per physician's decision and replaced as well as repositioned. Pain has reportedly resolved following the surgery.